Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set involved is unknown; therefore, d4 is unknown. The brand name, manufacture and 510k however have been provided in this MDR. A batch review of potentially associated lot numbers involved in this event will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).

Event description:
This is a report of a patient who experienced and was later hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested as abdominal pain. The peritonitis was treated with unspecified antibiotics. The patient was recovering from the peritonitis and remained in the hospital at the time of this report. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12f21058, h12h31095, and h13j22017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.